Event description:
A malfunction occurred, displayed with a code of malf 0, with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to place the faulty pump in storage mode and return it using a pre-paid label within 10 days. A replacement pump was arranged as the current pump was under warranty, and the customer planned to use multiple daily injections as a backup therapy until the replacement arrives.